Event description:
This lead was implanted on (B)(6) 1999 and explanted on (B)(6) 2011 due to elective replacement. No additional information available at this time. The physician was dr. (B)(6) at (B)(6) medical center in sioux falls, sd. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).